Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).